Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an elective gynecological procedure on unknown date and the mesh was implanted to address pelvic organ prolapse. The patient experienced pain and incontinence post-op and required further interventions. The patient underwent a partial vaginal excision of mesh in 2016. No further information is available.